Manufacturer narrative:
(B)(4) a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) a mif-plif surgery for the spondylolisthesis of the l5 was performed on (B)(6) 2016 to implant a viper cfs system and a jaguar cage system onto the patient's l5-s. It was reported that an abnormal sound was heard from the right l5 while the surgeon was using the reported hexlobe driver shaft to insert the reported cortical fix screw. It was then discovered that the driver shaft got broken at the tip, and the broken part got lodged into the hexlobe of the screw head. The surgeon tried to extract the screw by using a qc screwdriver and a 2 piece screwdriver, but to no avail. Eventually the incision had to be extended from 2cm to 4cm, and the tip was successfully removed by using a pair of forceps. The screw was then removed with a t20 screwdriver, and another screw was inserted instead. The surgery was then successfully completed without further issues, but due to the event there was 15 minutes surgical delay.

Manufacturer narrative:
(B)(4). Visual examination revealed a fracture located at the distal tip of the instrument. Device was sent for fracture analysis which suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the viper2 t20 hexlobe driver shaft distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.